Event description:
It was reported that a physician requested technical services (ts) a review of this implantable cardioverter defibrillator (ICD) system. Upon review, ts identified intermittent crosstalk on the right ventricular (rv) channel, with sensing of atrial signals. A notable decline in rv pacing impedance was also observed over the previous year, from approximately 700 and 800 ohms to recent values near 350 ohms. Ts recommended verification of the rv lead position through imaging and indicated that, due to the large amplitude of the atrial signal, programming adjustments were unlikely to resolve the issue. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is out of service and remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.